Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a surgery when the set meniscus mender ii disposable the package was opened, the product was broken. No delay was reported, backup device available. No other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was returned to the designated complaint unit for independent evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device drawings found a stress relief collar is now attached at the connection between the shaft and the hub of the suture capture loop. This design change was implemented as a result of a corrective action initiated to address the reported issue. A visual inspection of the returned device found that it is not in its original packaging. One suture loop is separated between the shaft and the hub. A review of the customer provided image found that the hub of the meniscal suture loop was separated from the shaft of the device. The complaint was confirmed, and the root cause was associated with device design. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A corrective action for this failure mode is in place.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the customer provided image found that the hub of the meniscal suture loop was separated from the shaft of the device. The complaint was confirmed, and the root cause was associated with device design. Factors that could have contributed to the reported event include device design, application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.